Manufacturer narrative:
(B)(4)

Event description:
On (B)(6), 2012 the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat a right common iliac aneurysm. The aortic aneurysm maximum diameter before implantation was measured with 48.3 mm. On (B)(6), 2015 the patient was admitted to the hospital for a follow up visit. An ultrasound and x-ray examination was done and showed a type ii endoleak with aneurysm enlargement. The aortic aneurysm diameter was measured with 55mm. The circum iliac branch vessel supplied the aneurysm sac. On (B)(6), 2015 the patient underwent re-intervention. The physician did an embolization of the circum iliac branch vessel and the type ii endoleak was solved. The patient was doing well following the procedure.